Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3,h4,h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tfna there were no damage or defect with the fem nail ø12 125° l170 timo15. The device was received with the lock prong assembly in closed position. No damaged or defects were observed a the internal threads of the nail. No other issues were identified. A dimensional inspection for the tfna fem nail ø12 125° l170 timo15 was not performed as it is not applicable to the complaint condition. A completed functional test was not performed due to mating device was not received to asses the interaction, however the lock prong assembly was able to disassembled and assemble with out problems. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the tfna fem nail ø12 125° l170 timo15 would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: dimensional inspection: n/a. H4,h6 manufacturing location: monument, manufacturing date: 12-feb-2023, expiration date: 01-feb-2033, part number: 04.037.212s, 12mm/125 deg ti cann tfna 170mm - sterile, lot number: 4512p81 (sterile). Production order traveler met all inspection acceptance criteria. Inspection certificate 04.037.212s-14-btq943542 / 3 met all inspection acceptance criteria. Note: lot was 100% verified for component assembly and no defects were identified. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 24783 supplied by jabil (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree, tfna static locking prong, lot number: 4432p22. Production order traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive, lot number: 4155p15. Eleven pieces were scrapped in cell at op #50, final inspection, for an unacceptable surface finish-dings/scratches. Production order traveler met all inspection acceptance criteria apart from the eleven pieces noted. Inspection sheet ns673827 rev a met all inspection acceptance criteria apart from the eleven pieces noted. Part number: 21127, timoagri16.00, lot number: 2358p76. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 24-aug-2022 was reviewed and determined to be conforming. Lot summary report dated 27-jan-2023 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif) surgery for trochanteric fracture for the proximal femur with the nail in question. In the surgery, after inserting the blade, the surgeon turned the flexible screwdriver to lower the set screw, but it stopped after two revolutions. He couldn't turn it any further. Once the blade and nail were removed because the set screw could not be turned even with a torque screwdriver. The surgeon tried to turn the set screw of the extracted nail with a dry condition, but still could not turn it. The surgeon removed the insertion handle and attached a nail extractor to return the set screw to its original position. In this state, he returned the set screw to its original position, and when he lowered it, it descended as normal. The nail extractor was removed and the insertion handle was connected. The surgeon checked to see if the set screw would come down with a dry condition, and it stopped after two revolutions again. The connecting screws may have been related, so they were replaced with another set of connecting screws, but it made no difference. This nail was given up and another size nail was used. The surgery was completed successfully within 30 minutes surgical delay. No further information is available. This report is for one (1) 12mm/125 deg ti cann tfna 170mm - sterile. This is report 1 of 1 for complaint (B)(4).